Event description:
It was reported that while interrogating the implantable neurostimulator (ins) prior to implantation, the implant date was found to have been set 2 months earlier when it had been initiated for an implant, but was not used. It was noted that it was decided that the ins should not be used. Additional information received reported that the ins had not been implanted. Additional information received reported that the ins had been entered into service on (B)(4) 2011.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator, serial # (B)(4), found that the service life had started prematurely.